Event description:
The customer reported that following a diagnostic catheterization in 1999 a vasoseal vhd kit size 1 was deployed. The pt had a pacer inserted in 1999. The pt returned on january 2, 2000 with a complaint of swelling at the right groin site. The pt was also reported to have had a recent upper respiratory infection. On january 3, 2000 the groin site was drained. Cultures were taken and revealed staph haemolyticus. The pt was treated with IV antibiotics. No further complications were reported.